Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The unspecified target lesion was located in the unknown artery. The physician advanced a balloon catheter using a 15mm x 3.0mm quantum maverick monorail through the femoral site to predilate the lesion. Upon first inflation at 18atms the balloon ruptured. The device was successfully removed from the patient. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The unspecified target lesion was located in the unknown artery. The physician advanced a balloon catheter using a 15mm x 3.0mm quantum maverick monorail through the femoral site to predilate the lesion. Upon first inflation at 18atms the balloon ruptured. The device was successfully removed from the patient. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method code, result code, conclusion code: updated. Device evaluated by manufacturer: the complaint device was returned for analysis with blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall aligned with the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).